Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was previously surgically abandoned. However, recently during the patient's full system explant, the rv lead was attempted to be fully extracted, but a portion of the lead broke apart and had to be left in the patient. No additional adverse patient effects were reported.